Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the mega suturecut needle driver associated with this event has been performed. Per logs, the mega suturecut needle driver was last used on (B)(6) 2021 on system (B)(4). The instrument had 9 uses remaining complaint. The mega suturecut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) received the mega suturecut needle driver associated with this complaint and completed its investigation. Failure analysis (fa) was unable to replicate nor confirm the reported issue that a metal piece from the wristed part of the instrument tip broke off and fell inside the patient. The instrument passed in house testing without issue and the distal end of the instrument did not have any broken off components or cables. Additionally, fa found issues with the instrument that were not reported by customer: the instrument had blade damage. Both blade edges were indented, which prevents the blades from closing. The instrument failed cut test as the instrument did not cut cleanly through the suture. The suture got smashed between the blades and required multiple attempts to cut through completely. Fa noted this failure was due to mishandling. The instrument grip tips coating was found removed and fa concluded this was due to a manufacturing issue. This complaint is a reportable event due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragments falling inside the patient may require surgical intervention. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted procedure a metal piece from the wristed part of the tip of the mega suturecut needle driver instrument broke off and fell inside the patient. The broken piece was retrieved during the same procedure as the staff used a portable x-ray and laparoscopic instrument. The site completed the procedure with no report of patient injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the broken fragment was retrieved by using a portable x-ray to locate the fragment and a prestige grasper was used laparoscopically to grab the fragment and extract it from patient's abdomen. All fragments were retrieved during the procedure and the x-ray was completed intraoperatively. Per customer the instrument had 1 life left and was used for approximately 5 minutes prior to breakage. The instrument was inspected prior to use and there was no damage observed. The surgeon did not observe any issues with functionality nor was there any report of instrument collision. Upon final remove of the instrument, the wrist was straightened and there was no resistance upon removal of instrument through the cannula. The staff observed the instrument was off the track at the wrist when it was removed from the surgical field. There was no report of patient injury nor has the patient returned to hospital due to post-operative complications.